Event description:
It was reported that the patient developed a seroma at the pump pocket site. The patient showed symptoms of swelling and pain at the pump pocket site. Examination and palpation performed on april 4 found moderate erythema along the incision line, moderate edema, minimal warmth and minimal lateral dehiscence. The seroma was diagnosed on april 11 and the fluid was aspirated. The patient outcome was reported as resolved without sequelae. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8731,serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).